Event description:
This case was reported by a consumer and described the occurrence of neuropathy in an (B)(6), male, pt who received super poligrip original denture adhesive cream (B)(4) for an unknown drug indication. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip free denture adhesive cream (B)(4). On an unknown date, the pt started super poligrip. At an unknown time after starting super poligrip, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the event was unresolved. Super poligrip original and super poligrip free are manufactured in (B)(4). The lot number for super poligrip original is known while the lot number for super poligrip free is unknown. It is unknown whether the product will be returned for quality assurance testing. (B)(4).